Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00017. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 3 out of 11 reports that are being submitted as initial individual mdrs. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half with an edge chip, which may have occurred during removal after the partial insertion. No haptic damage was observed and device partially delivered could not be confirmed, because the lens was received outside/without a cartridge tip. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal 3-piece intraocular lens (iol) was partially inserted and the haptic was partially broken. The lens was replaced with another iol of the same model and diopter. There was no medical or surgical intervention required and no patient injury. No further information was provided.